Manufacturer narrative:
Evaluation summary: the scope was repaired by the third party ,replaced ift module the and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure of the endoscope should be regulated in accordance with the IFU, which can reduce the occurrence of accidents.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user found that the scope was leaking during leakage test. The time of event is unknown. There was no report of patient harm.